Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during routine maintenance, the technician noticed that the threads of the connectors on the cable were damaged.

Manufacturer narrative:
Section d10: additional information. Section h3: additional information. Manufacturer investigation conclusion: the reported event of damaged connectors was confirmed with the returned mobile power unit (serial #: (B)(6) visual inspection revealed damaged threads on the white and black connectors. Also noted, bottom housing and battery cover has fractures near the screw holes. The damage to the threads and housing appears consistent with a sudden impact. The damaged parts were replaced. Performed full functional checkout after repairs, which the unit passed all testing. The mobile power unit was returned to the customer site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.